Event description:
Reporter alleged the customer obtained a result of 6.7 mmol/l on the mobile system compared back to back with a result of 2.9 mmol/l on the aviva nano system when testing was performed within 10 minutes. Reporter stated, she gave the customer some sugary food and she felt better. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(4). No information was provided on the specific part number involved in this event. Absent the lot number, manufacture date cannot be determined. This medwatch report is for the aviva suspect device system used. Reference medwatch report with a1 patient identifier (B)(6) for the mobile suspect device system used.